Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The cause of the issue was likely preanalytic as the sample was "yellowish" which may indicate hemolysis. It was noted a clotting time of 10 minutes was allowed. This time limit could be too short as 30 minutes are recommended.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable 25-hydroxyvitamin d result for one patient sample. The initial result was 9.04 ng/ml and was reported outside the laboratory. The result was questioned and the sample was repeated. The repeat results were 17.67 ng/ml and 16.64 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 17526301 with an expiration date of 01/31/2015. The field service representative could not determine a cause but suspected a sample integrity issue. The customer ran a precision check which passed within specifications.